Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that interrogation of the device showed there were two false asystole episodes due to electrode disconnect. The device is still in use. No patient complications have been reported as a result of this event.